Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic, post-paced t-wave oversensing was observed on the implantable cardioverter defibrillator. It was noted that the patient did not receive therapy during oversensing. Programming modifications were performed successfully.